Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient was found to have heterotopic ossification postoperatively associated with a mobi-c implant. It was reported that fusion was found to have occurred across the disc space but no additional patient impacts were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, h10. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown.